Manufacturer narrative:
The independent (B)(6) evaluators have adjudicated the previously reported event as possibly related to the study device and procedure. Conclusion: the complaint is unconfirmed. Reocclusion is an inherent risk of any pta procedure. If additional information is provided to the manufacturer, a supplemental report will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The independent (B)(6) evaluators have adjudicated the previously reported event as possibly related to the study device and procedure.

Manufacturer narrative:
References the number 3006513822-2015-00030. This number is being corrected to be 3006513822-2015-00031.

Event description:
3006513822-2015-00031.

Manufacturer narrative:
The sample was discarded at the user facility; therefore, evaluation was unable to be performed. A lot history review revealed this is the only reported complaint associated with lot number gfye0192. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Additional information was obtained on 01-september-2015 from the independent core lab angiographic review report forms for the index procedure. The target lesion was in the mid distal superficial femoral artery (sfa) and the length was 190 mm with a 100% stenosis. The target lesion was noted to be from 14 to 33 cm relative to the radiopaque ruler. It was noted the lesion was calcified and was successfully crossed with a guidewire. Predilation of the target lesion was then performed by inflating the pta balloon several times, resulting in grade b dissection and residual stenosis of 43%. Based on the radiopaque ruler, the predilation was performed from 13 to 34 cm. Next, two lutonix dcb's were used to treat the target lesion for the 12.5 to 36 cm of the target lesion, resulting in a 27% stenosis and a grade b dissection. The hcp did not perform post dilatation or bailout stenting of the target lesion. Based on these results, sufficient overlap of the lutonix dcb was achieved. Conclusion: the actual sample was discarded by the user facility, and not available for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Potential factors that could have led or contributed to re-occlusion of calcification at the lesion have been considered. In this case, the patient is reportedly compliant with oral medication regiment. The patient's disease has progressed from rutherford class ii to class iii within the nine month period. On the (B)(6) 2015, the revascularization procedure was performed; however, the independent core lab angiographic review report forms have been requested but not yet received at the time of this report. If additional information is provided to the manufacturer, a supplemental report will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient enrolled in a lutonix registry study was treated with this lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter and allegedly developed re-stenosis of the target lesion leg, nine months post index procedure. Procedure notes from the index procedure describes the patient's lesion to be 190 mm with 100% stenosis. The health care professional (hcp) pre-dilated the target lesion and a 50% residual stenosis and a non flow limiting grade a dissection was noted. After the lutonix dcb treatment, the patient had 30% residual stenosis and a non flow limiting grade a dissection with no additional treatment. Although the post procedure and six month follow-up information showed favorable results with patency in the target limb, the ankle-branchial index (abi) pre and post procedure measured 0.83. At six months post procedure, the measured abi dropped to 0.63. At the nine month followup visit, duplex ultrasound (dus) confirmed the patient developed further re-stenosis of the target limb. An ankle-brachial index (abi) of 0.58 was measured, indicating abnormal flow through the patients leg. The sample was discarded by the user facility. No further adverse patient effects were reported. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2015-00030.

Manufacturer narrative:
Conclusion: the complaint is unconfirmed. Reocclusion is an inherent risk of any pta procedure. If additional information is provided to the manufacturer, a supplemental report will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.